Event description:
During a rotator cuff procedure, a patient was positioned into a spider table attachment. A megadyne grounding pad was also used. Three days post procedure the patient called the physician¿s office and reported a burn to his left hand. The patient was seen by the surgeon, the administrator and a nurse one week post-procedure. The patient presented with a second degree burn approximately two inches by two inches in size on the back of the hand. The patient denied any possibility of the burn occurring at home. There was no documentation of a burn to the hand of the patient while at the facility.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).